Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field specialist, during a transfemoral tavr procedure of a 29mm sapien 3 valve, valve alignment was unable to be performed due to patient's tortuosity. The delivery system and valve were unable to be withdrawn through the arteriotomy. As a result, an open cutdown was required. A second esheath plus, delivery system, and valve were prepped. The second attempt was performed via the carotid approach. The valve was implanted successfully and the patient was stable. The devices were discarded.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided for evaluation. The crimped valve was noted to be on the proximal shoulder of the inflation balloon. There was non-coaxial alignment observed between the valve and the inflation balloon. The flex tip was observed to be not centered at the proximal end of the valve. There was significant tortuosity and calcification present within the patient's iliac arteries and descending aorta. Additionally, there was a stent present at the patient's aortic bifurcation and iliac arteries. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving valve and delivery system usage. Per the IFU and training manuals, if valve alignment is not performed in a straight section, there may be difficulties performing the step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. In addition, during withdrawal of the valve through the sheath, it states to ensure the valve is centered on the flex tip. Do not force the valve into the sheath. If resistance is felt, the valve may be caught on the sheath tip. Stop, advance the valve past the sheath tip and ensure the valve is centered on the flex tip. Rotate the delivery system before trying again. The training manual also notes that calcification can drastically reduce peripheral vessel diameters and must be thoroughly assessed to ensure sheath compatibility. Furthermore, it notes that severe tortuosity of the peripheral vessels can prevent the advancement of the sheath into the abdominal aorta. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Although the event for valve alignment difficulty during gross alignment was confirmed based on evaluation of the provided imagery, the event for difficulty or inability to withdraw delivery system with valve through the esheath+ was unable to be confirmed as no applicable procedural imaging was provided. Due to the unavailability of the device, no visual, functional, or dimensional analysis could be performed. As a result, a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history, and complaint history did not provide any indications that a manufacturing non-conformance would have contributed to the event. Additionally, a review of the IFU and training manuals revealed no deficiencies. As reported, 'valve alignment was unable to be performed due to patient's tortuosity'. Per review of the provided imagery, the valve was unable to align over the inflation balloon with non-coaxial alignment. It is possible that tension may have been introduced onto the system leading to the reported valve alignment difficulties. The exact cause of the tension is unknown; however, possible sources are a tortuous anatomy or altered balloon profile affected by device preparation steps. In addition, significant tortuosity was present within the patient's iliac arteries and descending aorta. If there is tortuosity present in the vasculature, it may be difficult to move the balloon shaft through the bends in the anatomy. If valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and 'dive' into the flex tip. If the valve is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can lead to the reported valve alignment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of 'diving' (valve becomes unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. However, without applicable procedural imagery, a definitive root cause is unable to be determined. In this case, available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the reported valve alignment difficulty event. As reported, 'the delivery system and valve were unable to be withdrawn through the arteriotomy. As a result, an open cutdown was required'. The presence of a stent, tortuosity and calcification can create challenging anatomy which can create non-coaxial withdrawing angles. It is possible that the distal end of the delivery system along with the crimped valve created a non-coaxial withdrawal configuration that could have caused the crimped valve to catch at the distal tip of the sheath or stent and therefore contributing to the withdrawal difficulty reported. Per imagery review, after the delivery system was removed, the flex tip was observed not centered at the proximal end of the valve. Per the training manual, 'ensure the thv is centered on the flex tip'. It is possible that during retrieval, there was a gap between the valve and flex tip and allowed the struts to be exposed. If the proximal valve struts are exposed, it may lead to a configuration where the crimped valve is likely to catch onto the distal tip of the sheath, and therefore contributing to the withdrawal difficulty reported. However, without applicable procedural imagery, a definitive root cause is unable to be determined. In this case, available information suggests that patient (tortuosity, calcification, stent) and/or procedural factors (non-coaxial withdrawal (crimped valve), valve not centered at flex tip) may have contributed to the reported withdrawal difficulty event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.